Event description:
It was reported that this device exhibited safety mode during an interrogation with a programmer in the clinic prior to the device explant. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. The system resets while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited safety mode during an interrogation with a programmer in the clinic prior to the device explant. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode during an interrogation with a programmer in the clinic prior to the device explant. The device was explanted and expected to be returned. No additional adverse patient effects were reported.